Event description:
It was reported that this right ventricular (rv) lead was replaced due to dislodgement. The physician used the old lead to pace while we got access for a new lead because the patient was dependent and needs pace while placing a new lead. The new lead was successfully implant. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was replaced due to dislodgement. The physician used the old lead to pace while we got access for a new lead because the patient was dependent and needs pace while placing a new lead. The new lead was successfully implant. No additional adverse patient effects were reported. This lead was already returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.